Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45cm.

Event description:
A report was received that the patient experienced high impedances on several contacts. However, the contacts with high impedances were turned off and other contacts were used instead. The patient also experienced a burning sensation in their feet for about twenty days. Prior to the implant procedure, the patient could not mobilize due to a high degree of stiffness, which resulted in the patient having complete dependence on other people. After the implant procedure, the patient continues to have a high level of stiffness but is able to walk without the help of others. In addition, the patient expressed that since the implant procedure, he feels very anxious and cannot sleep more than one hour despite taking medication. A computed tomography (CT) scan was performed and showed the displacement of the right lead, located in the frontal part of the brain, and the left lead in the globus pallidus internus (gpi). Since the patients response to the changes in therapy were not effective, the physician decided to turn off the device. The patient then underwent a revision procedure to explant the entire system. The patient is doing well postoperatively. All explanted devices were discarded by the facility.